Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 was sticking and did not open without physical intervention. Sometimes, the drawer did not automatically open far enough to be visible, resulting in drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was sticking. A field service engineer (fse) had reported a full height drawer failure. Fse removed drawer 6 from the main station chassis and replaced the failed rail using a new rail recovered from the field. After repairing the drawer, fse logged into support mode, opened the hardware testing application, and successfully completed the required diagnostic testing. The system functioned as intended after the field service engineer repaired the device.